Event description:
It was reported from "lifesouth community blood center" that two samples (B)(6) from the same patient were tested using ID core xt assay. The mia results of these tests were discrepant. One test performed on (B)(6) 2023 with sample (B)(6) showed a negative result for mia (mia-) while the other test conducted on 21aug24 with sample (B)(6) showed a positive result (mia+). In both cases, the mia probe ratio exhibited an unusual and altered signal ratios. All genotype and phenotype results were provided by the ID core xt analysis software v3.0.5.1.